Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of days ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7017328.

Event description:
It was reported that the patient experienced leg weakness and had a hematoma. It was also reported that the patient had a cerebrospinal fluid leakage repair and was recovering well afterwards. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.